Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported an intermittent short detected between electrode 0 & 3 with low impedance. Factors noted to have led or contributed to the event was MRI-emi. Multiple impedance checks were done. Short apparent when the consumer's head turned to the right (way from the device and straight forward), with normal impedances when head turned to the left. It was noted as not affecting therapy, nothing more done, and the physician was informed of the short. The issue was noted as not resolved. The consumer's medical history included parkinson's disease. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Upon review of the additional information received, it was determined that this report is a duplicate of report number 3007566237-2017-02334. To this end, all additional information will be submitted under this report (3004209178-2017-13920) rather than report number 3007566237-2017-02334. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator. It was reported post-MRI, a short was detected. The patient was on bipolar settings and on during the MRI. The short had not occurred on the electrodes that were programmed. It was indicated, prior to the MRI, the impedances reported no problems detected. No complications were reported/anticipated. Additional information was received from a manufacturer representative (rep). It was reported that therapy was ineffective.